Manufacturer narrative:
Concomitant medical products. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a femoral nailing procedure, the impaction head fractured during impaction to insert the nail. The procedure was able to be completed with the device with no additional intervention. No additional information is available.

Manufacturer narrative:
Visual inspection of the returned product confirmed the instrument fractured at the threads interface. Scanning electron microsopcy (sem) analysis noted there were heavy gouges, wear, and impaction marks noted on the device suggesting it was heavily used. Although fracture surfaces of the handle and the threaded tip have post fracture damage, the remaining visible fracture artifacts suggest a probably rotational fatigue fracture. X-ray flourescence (xrf) scan photo verifies the metal is conforming to specification. Dimensional and hardness evaluation was performed on the returned product and the product is conforming to specifications. It was noted that the instrument loosened during impaction and was not re-tightened, which could contribute to the failure. Based on the information available, the root cause is determined as operational context. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information was reported